Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the use of a pacing lead the helix stopped working during testing. The lead was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and the helix fully extended. The distal conductor was fractured at 1.5 cm from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.